Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support. The user facility reported that the problem was resolved upon cleaning the contacts of the scope that was used in combination with the subject device when the error was generated.

Event description:
Olympus was informed of a report of a "b30," communication error generated. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device was not returned to olympus for evaluation. It is speculated that the reported issue occurred when the user connected to the light source device without sufficiently drying the electric contact points of the scope connectors and with foreign bodies (such as chemical residues, water cerumen, sebum contamination, dust, gauze spray, etc.) Remaining on the contacts. When the electrical contact point is unstable, communication between the scope and the video controller via the light source device may fail, and the video controller may produce b30 errors (scope communication errors). Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.